Event description:
It was reported to nuvectra that the patient received good back pain relief but experienced a lack of therapeutic effect to the leg. Subsequently, the stimulator and lead were explanted.